Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection with sepsis. This right atrial (ra) lead was removed successfully. No additional adverse patient effects were reported. The system does not expect to be return.